Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on 07/17/2014 with the following findings: a battery cap was not returned with the pump. A test cap was used to complete investigation. During a visual inspection of the pump, the battery compartment threads were found to be stripped.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. It was reported that the pump battery compartment and battery cap were damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.